Event description:
It was reported that bd syringe s2 20ml contained foreign matter. The following information was provided by the initial reporter: "we have a department that brought us back syringes with black spots on the inside."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300296 and lot number 2107103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through examination of the picture, embedded contamination at the injection point could be observed. The embedded particles were produced within the injection molding machine. Due to the high working temperatures, if the gases are not properly expelled, burnt pieces may result within the mold cavity. This is a cosmetic defect only as the burnt particles are embedded without the possibility of detachment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe s2 20ml contained foreign matter. The following information was provided by the initial reporter: "we have a department that brought us back syringes with black spots on the inside".